Event description:
On (B)(6) 2019, the user contacted dario to report high blood glucose readings. She indicated that prior to contacting dario, she was getting high blood glucose (bg) level readings that are off by several hundred points. The user reported that she kept getting high bg readings and had injected insulin according to those readings on several occasions. She reported realizing that the readings were wrong only when her lab results came back showing a bg level of 58 mg/dl, while her dario meter showed 246 mg/dl. The user reported that she had kept the dario meter and strips in her car for several months. The user reported that she lives in florida, and the car temperature may reach +140°f. As per dario's user guide: - "do not store your test strips in temperatures below 36°f (2°c) or above 90°f (32°c)." - "do not expose your test strips to direct sunlight or moisture." - "do not leave the meter in very hot or cold places. Do not leave it near a heat source (radiator) or in a car in hot or cold weather." While on the call with dario's representative, the user stated that she had already figured out the issue was related to fact that it was exposed to extreme heat. The user stated that she tested her bg levels with a new cartridge of strips and reported bg level readings are in range. Therefore, issue resolved with new strips. No device problem detected.